Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, improper component placement.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Because a proximal type I endoleak was observed after deploying the trunk-ipsilateral leg component, the aortic extender component was deployed proximally. Upon deploying the aortic extender component, the right renal artery was unintentionally occluded. Although the right renal artery was partially covered by the device, there was no obstruction of blood flow, so the physician elected to monitor it, and the procedure was completed. The patient tolerated the procedure. It was reported that the physician might have be pushed the catheter a little bit for adjusting the position while deploying the stent grafts.